Event description:
It was reported that during preparation it was noticed that the reusable fiber has been applied significantly less than 10 times during normal use and has black spots appearing on the tip. The fiber was cleaned with high temperature steam sterilization and during setup the connector face was wiped clean. The procedure was completed with another device of the same model. There were no patient complications reported. The fiber was returned, and analysis identified a fiber body break thus meeting reportability criteria based on this finding.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. Visual analysis of the returned device identified that it was received in two pieces, a fiber body fracture was observed. The fiber tip was degraded, indicative of use. Laser fibers are consumable devices and expected to degrade with use. Black spots on the connector face were noticed; therefore, the reported event of black spots is confirmed. The fiber was connected to a test console, the screen showed: treatment used: 2 treatment left: 8. The fiber body break observed during the analysis was likely due to procedural handling and conditions of the device during set-up and use. A partial body break or kink could have occurred during use and when it was inserted into the scope and fired it led to the fiber break. Based on analysis result and fiber physical damage identified, a probable cause of traced to component failure was assigned to this investigation.